Event description:
Patient underwent rf ablation procedure to her left leg in 2006. A deep vein thrombus (femoral to popliteal) was detected the event date. The date of patient's last follow-up was six months later. Physician stated event was not device related. No additional information was provided to vnus.

Manufacturer narrative:
No malfunction was reported. The product was not returned.